Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an issue and the patient was burnt.